Manufacturer narrative:
H10: additional manufacturer narrative. Updated sections b5 and b7 per new information received.

Event description:
It was reported via patient registry that a 25mm aortic valve was explanted and replaced with another 25mm valve after an implant duration of 4 years, 3 months due to degeneration, calcification, restricted leaflet motion, pannus, severe stenosis and mild-to-moderate regurgitation. Per medical records, patient underwent re-do avr + root replacement + pfo closure. Intra-operatively, tee showed severe as with mild-to-moderate ai of the previously implanted valve which was completely degenerated; there was a large amount of calcium on both underside and topside of the leaflets; there was little leaflet motion, especially the right coronary leaflet, which was essentially fixed. There was a severe reaction to the pledget material in the lvot, causing a thick layer of pannus ingrowth further narrowing the effective orifice of the valve. The valve was implanted quite low in the lvot. It was decided not to put the pledget back and to perform an aortic root replacement so that the pledget could be placed above the annulus and still maintain as an adequate orifice for the new valve. A 25mm valve, placed into a valsalve graft, was implanted. Tee showed there was a well-seated and well-functioning replacement valve with no leak. The patient was transferred to the cardiac surgical ICU in stable condition. The patient was extubated on pod #3 and was placed on cvvhd for 4 days and then on a lasix drip with good uo. He was found to have gpcs and placed on atb. He did have a few episodes of dysrhythmia that resolved with cardioversion. Patient was progressing slowly. On pod #7, patient had some respiratory distress/acidosis and several attempts was made to re-intubate patient or place him on bi-pap. He adamantly refused and stated that he was a dnr/dni. He wanted to be place on comfort care at that time. Shortly after, patient passed away on pod #7 due to chronic respiratory failure with hypoxia and lactic acidosis.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it is unavailable per follow-up with hospital. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The patient was noted to have a history of chronic renal failure. Per the device¿s instructions for use, the safety and effectiveness of the magna ease aortic bioprosthesis model 3300tfx has not been established for the patients with abnormal calcium metabolism (e.g., chronic renal failure, hyperparathyroidism). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
It was reported via patient registry that a 25mm aortic valve was explanted and replaced with another 25mm aortic valve after an implant duration of 4 years, 3 months due to degeneration, calcification, restricted leaflet motion, pannus, severe stenosis and mild-to-moderate regurgitation. As reported, patient underwent re-do avr + root replacement + pfo closure. Intra-operatively, tee showed there was a well-seated and well-functioning replacement valve with no leak. The patient was transferred to the cardiac surgical ICU in stable condition. The patient was extubated on pod #3 and was placed on cvvhd for 4 days. He was then placed on a lasi drip with good uo. He was found to have gpcs and placed on atb. He did have a few episodes of dysrhythmia that resolved with cardioversion. Patient was progressing slowly. On pod #7, patient had some respiratory distress/acidosis and several attempts was made to re-intubate patient or place him on bi-pap. He adamantly refused and stated that he was a dnr/dni. He wanted to be placed on comfort care at that time. Shortly after, patient passed away on pod #7 due to chronic respiratory failure with hypoxia and lactic acidosis. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.